Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Customer stated that event occurred sometime early in 2016; however, the exact date is not known.

Event description:
The user facility reported that it was difficult to plug the end cap of the suction port. The report stated that the customer used forceps to expand the port. No further information is available.